Event description:
It was reported that the device experienced possible premature battery depletion, and the atrial lead exhibited high impedances, noise oversensing, and inappropriate mode switching. A lead fracture was suspected. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, as well as the impedance on the atrial pacing lead was beyond the expected upper range. A lead impedance out of range alert triggered.